Event description:
It was reported that a homechoice (hc) device experienced an unknown malfunction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms on the day of the event, but as the reported alarm was unknown the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history found nothing that would have contributed to the issue. The reported problem was unable to be confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for analysis and a device evaluation is anticipated. Upon completion of the investigation or if additional relevant information is obtained, a supplemental report will be submitted.